Manufacturer narrative:
Investigation summary access site adverse event (major bleed): the product was not returned for investigation. Data log review was not required for this case. Clinical details indicate that the patient experienced bleeding issues after the peel-away sheath was removed, leading the physician to remove the pump on the same day. The cause of the access site bleeding issue was not determined without returned product investigation and sufficient clinical details. Device history review the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient experienced bleeding at the impella access site in the right femoral artery after the peel away sheath was removed. The physician decided to remove the pump. The patient was then implanted with an additional impella cp via the left femoral artery. It was noted that the second impella was removed due to the patient experiencing ventricular fibrillation. It was noted that the patient¿s outcome at the time of explant was survived. No further information was provided or obtained. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). 14 french introducer, used with pump 1, with lot number s9557231. Pump 2: impella cp, with serial number (B)(6). This report specifically addresses pump 1: impella cp, with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿